Event description:
It was reported via repair work order that the footend casters were broken off the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.